Event description:
On (B)(6) 2008, I had a total abdominal hysterectomy, vaginal vault suspension with mycromesh, burch retropubic bladder neck suspension and rectocele repair. Then two days post op, I began to vomit everything. I was released from hospital then readmitted 3 days later, when my symptoms worsened with a small bowel obstruction. This resolved after 6 days of nasal gastric decompression. The recovery was slow and painful. I also developed an anal fissure postoperatively and had it repaired on (B)(6) 2008. Then 6 months after my tah, I experienced a foul discharge. I sought treatment for it several times and it kept reoccurring. At the end of (B)(6) 2010, I began to have severe abdominal pain. After 1 week of terrible pain and a trip to an urgent care, where I was diagnosed with a urinary tract infection, I began to vomit and was again admitted to hospital with a small bowel obstruction. I underwent surgery and they removed 20 cm of my small bowel which was adhered to, the mesh used in my vaginal vault. The mesh was very taught and involved in scar tissue. They also removed 2 cysts/masses that were full of mucous and found to be benign. The post operative report from my surgeon was: small bowel obstruction. There were 2 masses/cysts 12cm and 8cm, in 2 separate areas. Probable infected mesh from previous vaginal track. I believe the infected mesh caused the bowel obstruction. The mesh used was gore mycromesh plus biomaterial. Ref. Catalogue number 1mympo5, lot batch code 04836839. Dates of use: 20 months, (B)(6) 2008 -- (B)(6) 2010. Diagnosis or reason for use: vaginal vault procedure. Event abated after use stopped or dose reduced?: yes.